Event description:
It was reported that pump displayed cartridge change error and interrupted insulin delivery. There was no adverse impact to the customer's blood glucose level. Customer changed cartridge three times and successfully resumed insulin delivery, declined further troubleshooting, and technical support advised customer not to perform troubleshooting alone and to contact support at any time in the future, which customer acknowledged.